Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information

Event description:
A report was received that the patient had high impedances on the left lead and was unable to get coverage in the left leg with these contacts. The patient underwent an explant procedure. The physician suspected failure at the splitter site and could not see where the lead was damaged or fractured.